Event description:
The customer complaint that the valve wasn't any longer adjustable, thus they explanted it.

Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records have been conducted and they revealed that the device conformed to all manufacturing and quality testing/inspection specifications prior to being released to stock. If at some point the device is returned for evaluation this complaint will be re-opened and investigated. Based on this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 40mmh2o. The valve was visually inspected: no defects were noted. The valve was tested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was irrigated with purified water. An occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The catheters were irrigated with purified water, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was retested for programming. The valve failed the test; during the programming process the cam mechanism did not move. The valve was then pressure tested at 40mmh2o, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: and biological debris was found on the spring pillar, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were tested and passed. A review of the history device records confirmed the valve product code 82-3112, with lot cpbcjg, conformed to the specifications when released to stock on the 19th february 2013. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.